Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a limited coronary sinus dissection occurred when attempting balloon occlusion venography. The evidence of dissection appeared to have completely resolved and did not materially impact the case. The left ventricular (lv) lead was implanted and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.